Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported anecdotally that, in general, the sensitivity on the lead tends to decrease the day after implant. The r wave measurements are "good" through the analyzer and device at implant, but diminish by the post operative check. No patient complications have been reported as a result of this event.